Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal detached. No evidence of the customer reported problem was found during a review of the event history log. During the functional testing, the customer reported problem was confirmed through the air detector test. The cause was a non-functional air detector. The air detector was replaced as well as the dso seal. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had an air in line alarm/error code. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.